Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. He had not been able to complete the treatment. When he opened the cassette door he found fluid leaking from the cassette. The set was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. His effluent was clear. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. A companion sample from one of the identified lots was returned for investigation, simulated use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.